Manufacturer narrative:
The report states: patient was revised to address loosening of the cup. Doi 2009 - dor (B)(6) 2011. Update- (B)(4) 2011 - litigation papers allege the following: shortly after surgery, patient began to suffer from the following personal and economic injuries as a result of the implantation with the asr hip implant: hip, thigh and groin pain, instability of the hip joint/implant; pain while walking, lying down, sitting, or attempting to perform physical activity such as cleaning and/or exercising. Prior to undergoing surgery to explant the asr hip implant, patient was required to walk with a cane to prevent further bone loss. She is now currently restricted to a walker as she has been ordered by her physican not to put any pressure on her left foot. Femoral head added to complaint. Dob added to complaint. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (left side). Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening of the cup. Update: (B)(6) 2011 - litigation papers allege the following: shortly after surgery, pt began to suffer from the following personal and economic injuries as a result of the implantation with the asr hip implant: hip, thigh and groin pain, instability of the hip joint/implant; pain while walking, lying down, sitting, or attempting to perform physical activity such as cleaning and/or exercising. Prior to undergoing surgery to explant the asr hip implant, pt was required to walk with a cane to prevent further bone loss. She is now currently restricted to a walker as she has been ordered by her physician not to put any pressure on her left foot. Femoral head added to complaint. Dob added to complaint.